Event description:
The customer reported that the day after surgery a lesion with a blister was found on the patient's left leg below the left knee. The patient return electrode was placed on the right upper leg. The patient had an abdominal hysterectomy that lasted for 1 1/2 hours. The skin prepped with betadine solution. The electrosurgical pad and pencil were not saved.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The incident generator has been requested, but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.